Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post leadless implantable pulse generator (ipg) implant, the auto capture was not able to obtain threshold and output was high. The physician attempt to start an auto capture test was unsuccessful. The leadless ipg manual threshold was good. It was also reported that the leadless ipg exhibited no capture. Physician decision to re-program device to lower output and turn off auto capture. It the ipg remains in use. No patient complications have been reported as a result of this event.